Event description:
The caller, anesthesia technician, confirmed the tube failed leak testing. Caller confirmed that the sample failed during testing of stock of the reported product with no pt involvement. Trac hilo leak-cuff.